Manufacturer narrative:
It was reported that after 1 week of stent placement, the patient complained of vomiting fever and the when checked, the stent was blocked. Then, the patient died. As a result of analysis of returned device, stent was deployed and kinking was observed in the middle of the delivery system, but it is not clear if the kinking occurred during transit or procedure. The y-connector was pulled completely towards the hub. There were no curve and kinking on the stent loaded part of the outer sheath, and the skirt was spread open to its original state. In the inner sheath, notable kinking was not observed. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Based on the y-connector being pulled completely towards the hub and the description "blocked metallic stent", it is considered when the delivery system was removed, the inner sheath was not positioned back to its original position into the outer sheath and removal was tried. There is a possibility the tip got caught in the skirt, causing the skirt to be rolled into the stent and the stent to be blocked. It is considered this caused vomiting and fever and was removed. Then, based on the description "patient with k/c/o ca oesophagus lower third on chemo with lung mets and oesophageal stricture, came with c/o dysphagia", there is a possibility the patient died due to the progression of the disease. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. In addition, based on the skirt of the stent being spread open to its original state, it is assumed it was successfully spread open after removal. (B)(6)'s user manual of this device states the following. "After stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again. (Position the inner sheath to its original position into the outer sheath before removal)". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses. (Initial report reported as bj00494dge0167 as there was a mix-up with the serial numbers initially).

Event description:
Patient with k/c/o ca oesophagus lower third on chemo with lung mets and oesophageal stricture, came with c/o dysphagia on (B)(6) 2025. Prophylactic endoscopic metallic stenting done at our hospital on (B)(6) 2025 using 12cm niti-s antireflux esophageal metal stent. On (B)(6) 2025 patient revisited to our opd with complaint of vomiting fever endoscopic findings of (B)(6) 2025 seem to be blocked metallic stent because of failure shown in antireflux valve. Hence stent removal done. That defective stent has been sent to your company. Patient's death. <2026.03.10 update> upon registration, it was registered with a wrong s/n (B)(6), and was updated to the correct s/n ((B)(6). Therefore, the s/n used in the initial report is different from the s/n used in the final report.

Manufacturer narrative:
It was reported that after 1 week of stent placement, the patient complained of vomiting fever and the when checked, the stent was blocked. Then, the patient died. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
Patient with k/c/o ca oesophagus lower third on chemo with lung mets and oesophageal stricture, came with c/o dysphagia on (B)(6) 2025. Prophylactic endoscopic metallic stenting done at our hospital on (B)(6) 2025 using 12cm niti-s antireflux esophageal metal stent. On (B)(6) 2025 patient revisited to our opd with complaint of vomiting fever endoscopic findings of (B)(6) 2025 seem to be blocked metallic stent because of failure shown in antireflux valve. Hence stent removal done. That defective stent has been sent to your company. Patient's death.